Event description:
Product analysis on the returned generator was completed and approved on (B)(4) 2015. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Clinic notes were received indicating that the vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed a high impedance condition (dcdc - 7). The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Information was received that surgery occurred. The lead was replaced and the generator was replaced prophylactically. The generator was replaced prophylactically. The explanted generator has been returned to the manufacturer where analysis is currently underway. The lead was discarded and will not be returned.